Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (value not provided) and the ketone level was large. A bolus via insulin injection was delivered to address bg. The contact declined tandem technical support¿s offer to troubleshoot or provide further information.